Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that an 13.2mm implantable collamer lens was implanted into the patient's right eye (od). The lens was then exchanged for a 12.6 size lens.